Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), paravalvular leak was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve dislodged into the ascending aorta. Per the physician, the bav was the cause of the dislodgement. A second valve was implanted in the patient. The dislodge resulted in a 45-minute procedural delay. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, following valve deployment at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc), paravalvular leak was noted. A post-implant balloon aortic valvuloplasty (bav) was performed. Subsequently, the valve dislodged into the ascending aorta. Per the physician, the bav was the cause of the dislodgement. A second valve was implanted in the patient. The dislodge resulted in a 45-minute procedural delay. No additional adverse patient effects were reported. Additional information was received that the valve was deployed over a medtronic guidewire and the deployment starting point was mid pigtail catheter.

Manufacturer narrative:
Updated data: b5. Corrected data: b3. D4. D6a. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the pvl was mild. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.